Event description:
The dome was detached in the pt's stomach upon removal. On 7/15/99, stomach was irrigated & the tube was exchanged without difficulty. Dome was left in pt's stomach and was supposed to be discharged w/stool, but hematemesis occurred. Irrigation of stomach was performed, but occult blood was "broken out" and pt's death was confirmed at 12am.